Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Screen brightness check failed - when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1936 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. Screen brightness check passed. Force gauge test failed. Failure due to damage on the catch post and cassette latch making it difficult to close the door. Door/ cassette switch check passed. Pre-ast 15 mins 1000ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported that a cycler screen was dim. Display brightness was set to 10. A remove cassette message occurred before step 1 of setup, tubing set was inserted. Removed cassette and closed cassette door, message did not reoccur. Technical support advised to continue use of this cycler to complete treatment but replaced cycler due to screen brightness problem. Advised to contact pd nurse to inform of replacement, upon follow up it was determined that the patient was able to complete treatment. No harm or adverse events were experienced and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.